Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization over 600mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated intravenously with fluids. Troubleshooting occured. No additional information was provided.